Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's device prematurely reached elective replacement indicator (eri) after 1.5 years. The stimulation parameters were as follows: c+, 0-, 1-, 2-, 3-; 2.4 ma (unknown frequency and pulse width). An attempt was made to interrogate the ipg without success. The issue was not resolved. The ipg would be replaced, but the surgery had not yet been scheduled. Additional information was received from the manufacturer representative (rep) on 2026-feb-03. When asked if the issue was caused by normal battery depletion, the rep stated the following: "programmed to case +, 0-, 1-, 2-, 3-. With amplitude of 2.4-3.5 ma." The rep stated the most likely cause of early elective replacement indicator (eri)/end of service (eos) was due to high stimulation parameters. To resolve the issue, the rep stated the ipg would be explanted, the lead would be replaced, and a new trial would be started. The issue was not resolved. The rep stated that device explant/replacement has not been scheduled.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins 97800 interstim x ssmri (s/n: nmg478300h) revealed the device was operated at 2.9 ma amplitude average and all 4 and case active, and had a lifespan of 1.27 years. The sebl longevity estimation for a device operated with 2 active electrodes and between 2 and 5 ma amplitude is 1.9-7.6 years. The actual lifespan falling below the estimated lifespan can be explained by the use of 3 more active electrodes. Given the normalcy of the recorded battery voltage curve, and the current drain behavior closely matching the reference device, it is reasonable to conclude the battery depleted as expected. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the codes in h6 have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.